Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operative, probe was not providing any response while using. Another probe was replaced to complete the p procedure. There was no patient injury.

Manufacturer narrative:
H3: product analysis found that the handle and probe were returned in a plastic sleeve. Upon receipt, the probe was inserted into the handle. The probe and handle were free of contamination and damage. Electrical resistance of the complete handle assembly was measured at 0.29 ohms, which was within specification (less than 0.3 ohms). The device was connected to a nim system and tested using a 1.0 ma stimulation current and a 100 v threshold. When stimulated with a patient simulator, the system consistently delivered 1.0 ma and produced a waveform and event tone greater than 200 ¿v. No functional issues were identified during analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.